Event description:
It was reported that the patient was catheterized on (B)(6) 2026 due to retention. On (B)(6) 2026 morning, it was noted that the balloon inflating port of the catheter was broken and the sterile water used to inflate the balloon was leaking through the port. Catheter itself came out as the balloon was already deflated due to the leakage of sterile water.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The reported event is addressed within the labeling as it state: visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or any imperfection or surface deterioration is observed, do not use. Warning: on catheter, do not use ointments or lubricants having a petroleum base. They will damage the catheter and may cause balloon to burst. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. No additional actions can be taken at this time. Correction: d,f,h this report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient was catheterized on (B)(6) 2026 due to retention. On (B)(6) 2026 morning, it was noted that the balloon inflating port of the catheter was broken and the sterile water used to inflate the balloon was leaking through the port. Catheter itself came out as the balloon was already deflated due to the leakage of sterile water.